Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting oversensing of noise causing pacing inhibition. There was no asystole noted. Surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.